Event description:
It was reported that the generator system with this right ventricular (rv) lead appeared to be exhibiting oversensing and a lead integrity alert was displayed. The patient reported beeping. The generator and lead were replaced. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.